Event description:
The report received from the affiliate indicated that during a renal intervention, the physician experienced difficulty advancing/tracking the palmaz blue 6 x 60 stent mounted on a 142 cm. Aviator plus balloon catheter/stent delivery system (sds) to the renal artery target lesion. The physician removed the device from the patient and washed it in saline when the stent dislodged from the sds. Another device was used to complete the procedure successfully. There was no reported patient injury. Additional information received indicated that: the physician also experienced difficulty engaging the irregular renal vessel with the 7 fr. Rdc guiding catheter. There was no attempt made to deploy the palmaz blue stent. There was no reported product issue observed with the complaint product either initially or after being removed and washed in saline. It is not known if the dislodged stent is being returned for analysis. No target lesion characteristic information is available. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). No other product issue was noted upon inspection of the product after removal from the patient or prior to shipping. No additional information is available.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a renal intervention, the physician experienced difficulty advancing/tracking the palmaz blue 6 x 60 stent mounted on a 142 cm. Aviator plus balloon catheter/stent delivery system (sds) to the renal artery target lesion. There was also difficulty engaging the irregular renal vessel with the vista brite tip guiding catheter used. The physician removed the device from the patient and washed it in saline when the stent dislodged from the sds. Another device was used to complete the procedure successfully. There was no reported patient injury. No target lesion characteristic information is available. There was no attempt made to deploy the palmaz blue stent. There was no reported product issue observed with the complaint product either initially or after being removed and washed in saline. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). No other product issue was noted upon inspection of the product after removal from the patient or prior to shipping. No additional information is available. (B)(4): one non sterile catheter aviator plus 6.0mm x 25.0mm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. Stent marks were observed in the balloon. The stent was not returned to analysis. The marker bands had no damages observed. There were blood residues observed in the returned device. No other anomalies were observed in the returned device. The gw lumen ID was measured with .014" gw lab sample and no resistance or friction was felt. The outer diameter of proximal seal was measured with a 6f guiding catheter and the balloon passed through the gc without difficulty. The stent crossing profile was not measured since the stent was not returned to analysis. Functional analysis was not performed since the stent was not returned. Review of lot 15969810 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿cannulation difficulty¿ with the vista brite tip could not be confirmed as the device was not returned for analysis. While the exact cause could not be conclusively determined. The difficulty experienced by the customer may have been related to the irregularity of the renal vessel. The DHR does not suggest a manufacturing related cause. The reported ¿stent dislodged¿ was not confirmed since the stent was not returned to analysis and the balloon appeared to have been inflated and stent marks were observed in the balloon. Additionally the reported ¿stent delivery system (sds) tracking difficulty¿ was not confirmed through analysis as the device performed as intended during analysis testing. The exact cause of the difficulty experienced by the customer could not be determined. Based on the information available for review, vessel characteristics (irregular vessel) and/or procedural factors (difficulty tracking the device) may have contributed to the difficulty experienced by the customer. Neither the DHR nor the analysis suggests that the reported difficulty could be related to the design and manufacturing process of the device. Additionally, controls are in placed to detect stent out of position before leaving the facility; therefore, no corrective action will be taken.

Manufacturer narrative:
Complaint conclusion: the physician experienced difficulty advancing/tracking the palmaz blue to the renal artery and also experienced difficulty engaging the irregular renal vessel with the 7 fr. Rdc guiding catheter. There was no attempt made to deploy the palmaz blue stent. The physician removed the stent delivery system (sds) from the patient and washed it in saline which is when the stent dislodged from the sds. Another device was used to complete the procedure successfully. No target lesion information is available. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). No other product issue was noted upon inspection of the product after removal from the patient or prior to shipping. There was no reported patient injury. No additional information is available. 1-l9qdqe: the product was not returned for inspection. Review of lot 15969810 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the products for analysis or films of the event it is not possible to draw a clinical conclusion between the devices and the reported events. However, vessel characteristics and procedural factors may have contributed to the reported events. The products were not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.